Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. However to determine an exact root cause a device investigation of the explanted device would be necessary, but the device will reportedly not be received, as it was discarded at the clinic.

Event description:
The patient stopped responding after being treated for viral pneumonia and high fever on (B)(6) 2014. Information received stated that the clinic discarded the explant and it will not be available for investigation.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient stopped responding after being treated for viral pneumonia and high fever on (B)(6) 2014.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. However to determine an exact root cause a device investigation at the explanted device is necessary. So far a date for explanation surgery has not been scheduled yet.

Event description:
Additional information: the patient stopped responding after being treated for viral pneumonia and high fever on (B)(6) 2014.

Event description:
It was reported that the patient stopped responding after being treated for viral pneumonia and high fever on (B)(6) 2014. The patient's parents are not aware of a recent fall or other kind of accident and no swelling is present at the implant side. Revision surgery is being considered by the clinic.